Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 436 mg/dl while wearing the pod between 1 and 4 hours. Patient reported the pod was leaking during wear. When removed from the infusion site (leg), the pod's cannula was found bent. Bleeding the site was also reported upon removal. As treatment, a new pod was applied and a correction was delivered.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No other damages or defects were observed that could contribute to leaking during wear. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding and no issues were found. The exact cause of the bleeding could not be conclusively determined.